Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As such, surgical intervention took place on 04 nov 2019 wherein the lead was explanted and replaced with a new lead. Reportedly, effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The high impedance was noted during an ipg replacement procedure (reference MFR report: 3006705815-2019-00295) on 23jan2019. The extensions were replaced (reference MFR report: 1627487-2019-02227 and 1627487-2019-02229) on (B)(6) 2019. However, the high impedance continued and hence the lead was replaced.